Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that even with the intensity set very low the implant battery is emptying and turning the stimulator off much quicker than it did in the past. Caller stated that now it will not allow them to increase the intensity as they get a message saying that settings is not available. Agent asked the caller if they had tried switching to different groups and caller stated that they have tried changing groups and it's the same thing. Caller said that they already reached out to their hcp and was advised to call medtronic. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the local representatives for visibility. No symptoms were reported.